Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is unk. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during an attempted novasure endometrial ablation, the physician could not deploy the electrode array past a width of 2.5cm after using two devices. A hysteroscopy was performed and the physician "confirmed a perforation in the uterine cavity". It is unk if intervention was required. The procedure was aborted. We have been unable to obtain add'l info surrounding this event.